Event description:
It was reported that the device broke and was removed using hemostats. A guidezilla guide extension catheter was used in a percutaneous transluminal coronary angioplasty (ptca) procedure. Upon withdrawal, after everything (all wires, balloon, etc.) Were pulled back into the guide together and removed form the patient's body; it was noted that the guidezilla got stuck right about the area of a non- bsc device and removed the non- bsc device off of the guide catheter. However, it was further noted that the guidezilla broken off in the guide catheter/non-bsc device connection; a clean break right at the area where the wire comes out of the guidezilla. Hemostats were then used to remove the blue end of the guidezilla out of the guide catheter. The procedure was completed with this device. No patient complications were reported.

Event description:
It was reported that the device broke and was removed using hemostats. A guidezilla guide extension catheter was used in a percutaneous transluminal coronary angioplasty (ptca) procedure. Upon withdrawal, after everything (all wires, balloon, etc.) Were pulled back into the guide together and removed form the patient's body; it was noted that the guidezilla got stuck right about the area of a non- bsc device and removed the non- bsc device off of the guide catheter. However, it was further noted that the guidezilla broken off in the guide catheter/non-bsc device connection; a clean break right at the area where the wire comes out of the guidezilla. Hemostats were then used to remove the blue end of the guidezilla out of the guide catheter. The procedure was completed with this device. No patient complications were reported. The device was returned fro analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. There was blood found inside and outside of the device. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a complete separation at the collar, collar damage (metal bent/shaft material out of plane), and the entire distal shaft (25cm in length) damaged (flattened). Testing of the returned device could not be done due to the excessive damage to the returned device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.